Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia when she connected new pump tubing to an expired infusion set and later required a full site and supply change to restore insulin delivery. Symptoms included elevated blood glucose above 400 mg/dl without reported ketones, loss of consciousness, or other acute complications. Outcomes included prolonged time above range and the need for troubleshooting and education, including guidance on a manual insulin dose and temporary disconnection, followed by a complete supply change with insulin delivery resumed. Investigation included technical troubleshooting with the user and education on proper infusion set change and reconnection steps. Investigation of this case revealed that the specific cause of hyperglycemia was unclear, though improper infusion set management was suspected. It was concluded that the event was user-related with cause unclear, and that proper site change and supply replacement resolved insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.